Event description:
The gyrus superloop stopped working. The loop and cord were removed from the headpiece and the connection between loop and respective cord had melted possibly due to electrical resistance .new headpiece used .no harm to patient and delay of less than 5 minutes encountered